Event description:
It was reported by the customer that before use cs100 intra aortic balloon pump (iabp) automatic inflation failed. Inspection found that the maintenance kit had problems and needed to be replaced. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1: full event site name is (B)(6) hospital. Full event site address is: (B)(6). A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
Updated fields: b4; d9; e2; e3; g3; g6; h2; h3; h6; h11 type of investigation, investigation findings, investigation conclusion, component code; h11. A getinge field service engineer (fse) arrived on site and observed machine failed to automatically inflate and there was a screen distortion. It was found that the maintenance kit and video cable had problems. After replacement of (d040-00-0147) kit 5000 hr prevent maint and (d012-00-1747) cable video receiver to lcd, all functions of the machine and the factory-set safety performance were ready and have been delivered for clinical use. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿maintenance kit 5000 hr and cable video receiver to lcd¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned.